Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle was returned alongside the microtip. A slight bow was observed in the needle which indicates a significant amount of force and/or side-loading was used during the procedure. The type of damage observed is not consistent with normal use. The needle was broken just below the bowed portion and directly above the braze joint. Due to the state in which the device was received, functional testing could not be performed. The cause of the failure was determined to be mechanical stress caused by aggressive/ improper technique. This failure is being reported under the following rationale: if the needle had broken and lodged in, the patient intervention would have been required to remove the needle.

Event description:
Per the information provided, after 2 minutes 30 seconds of cutting time, the doctor noticed that the microtip was no longer making noise. He removed it from the patient and the needle fell onto the floor. Another microtip was obtained and the procedure completed. There was no injury or harm caused to the patient by the failure.